Event description:
It was reported that this accessory catheter exhibited difficulty in inserting the involved right ventricular (rv) lead at the intended septal placement. Subsequently, this catheter was pulled and removed. A new catheter with a different model was used to successfully insert the same rv lead. This catheter was out of service and will be returned for analysis. No adverse patient effects were reported. Additional information indicated that a new site was established prior to successful implantation.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.